Event description:
The facility reported a colleague infusion pump with the condition "pumphead "open key" doesn't activate". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pump head open key doesn't activate" was confirmed and duplicated during product evaluation. The root cause was assigned to an inoperable open key. The keypad on the pump head module was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.